Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6): hcp attempted injection for a dose of 10 units, but the drug solution stopped coming out with 4 units left.

Manufacturer narrative:
H.6. Investigation: one open and activated safety pen needle sample and three photos were returned from an unknown lot no., cat. No. 329705. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese: hcp attempted injection for a dose of 10 units, but the drug solution stopped coming out with 4 units left.